Event description:
It was reported both leads appeared to be off the targeted lead position. It was stated the left lead appeared posterior and the right lead appeared posterior medial. It was noted the patient had not yet been programmed to assess the benefit of the lead location. It was stated there were no patient symptoms and the patient status at the time of report was alive with no injury.

Manufacturer narrative:
Concomitant products: product ID neu_unknown_lead, serial# unknown, product type lead; product ID neu_unknown_lead, serial# unknown, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient only had 2 programming sessions and it was too early to tell about the therapy but the initial benefit was minimal.

Manufacturer narrative:
Concomitant products: product ID: 3389s-40, lot# v937755v01, implanted: (B)(6) 2014, product type: lead. Product ID: 3389s-40, lot# va0j0kk, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
Additional information received reported it was too early to tell about the efficacy of the therapy. It was further reported the patient had some dysarthria not due to stimulation but presumably due to surgery.